Event description:
It was reported that the actual residual pump volume (2.5) was less than the expected residual volume (14.3). They tried to refill the pump with 39 ml, but were only able to inject 32 ml. Trying a new refill kit and aspirating the contents again to try to get everything out of the reservoir was recommended and the possibility of a reservoir lock was discussed. The device system was delivering hydromorphone. It was later reported that the patient was doing fine. It was later reported that this reporter was unable to obtain any information other than that the patient was doing fine and left the clinic. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).